Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4193 lead. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and contains a possible fracture. The pace/sense portion of the lead was revised and replaced with a new lead. It was further reported that the patient's left ventricular (lv) lead exhibited rising and high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The partial lead was returned in segments for analysis. The interior svc (superior vena cava) defibrillation cable developed a fracture due to flexing while in vivo. The distal conductor of the lead developed a fracture due to flexing while in vivo. The rv(right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range starting (B)(6) 2015. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range starting (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.